Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: two distension balloons (B)(4) failed to inflate due to hole in balloon. Both have the same lot number. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.